Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 8 (patient temperature 1 high), expected value was 6, actual value was 26, chiller temperature (t4) was 25 degrees and had no water in the chiller, explained this was indicative of a failed mixing pump, they would order the mixing pump and replace it themselves.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. Calibration error 80. During the evaluation, it was found that the unit did not cool, however, all 3 pumps worked appropriately. Chiller assembly was found to not be working appropriately. Chiller assembly was replaced. The device was evaluated upon receipt at depot. Unit did not cool; all 3 pumps are working. Mixing pump was found to be not working appropriately in the first occurrence of the calibration error 80 at biomed. Tank seals degraded. Double bend tube was found to be expanded, no flow issues reported. Replaced mixing pump, tank seals, tank tubing. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 8 (patient temperature 1 high), expected value was 6, actual value was 26, chiller temperature (t4) was 25 degrees and had no water in the chiller, explained this was indicative of a failed mixing pump, they would order the mixing pump and replace it themselves. It was reported that the biomed had the arctic sun device with error 80. Sn # (B)(6). Per wo update on (B)(6) 2025, it was reported that the biomed replaced the mixing pump and the device failed calibration for an error 80 again, expect value was 6, actual value was 27. The device was filled and took 3.5 liters of water but was not cooling coming in for assessment of the chiller. Per sample evaluation results received via task on (B)(6) 2025, it was reported that the failed chiller contributed to calibration issue and tank seals degraded.